Event description:
On 03/07/2007, the company received a report via email communication that the device developed a kink during patient use. Replacement of the tube was required. This report is associated to the third occurrence on 2936999-2007-00121.

Manufacturer narrative:
The customer stated that, the sample and lot number associated to this report are not available for investigation.